Event description:
The customer's mother reported moisture damage and unresponsive buttons after the customer jumped in the pool while wearing the insulin pump. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.